Event description:
A surgeon reports observing scratches on the intraocular lens surface following implant. The scratches have not affected the patient's outcome and have not clinical consequence. The lens remains implanted.